Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion revealed multiple inner/outer shaft polymer extrusion kinks. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20x2.25mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20x2.25mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.